Manufacturer narrative:
Pharmacovigilance comment: the serious event of implant site abscess was considered expected and possibly related to the treatments. The non-serious events of swelling, erythema, mass, infection, and pain at the implant site were considered expected and possibly related to the treatments. The non-serious events of warmth and insomnia were considered unexpected and possibly related to the treatments. Potential contributory factors include the previous filler treatments and the injection procedure. Potential contributory factors for the insomnia include the pain at the implant site. Serious criteria include the need for multiple medical interventions with drainage and antibiotics. The case meets the criteria for expedited reporting to the regulatory authorities. Additional information has been requested. CAPA comment: in the IFU precaution section includes information that injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. No corrective or preventive action will be initiated. Manufacturer comment: the serious event of implant site abscess was considered expected and possibly related to the treatments. The non-serious events of swelling, erythema, mass, infection, and pain at the implant site were considered expected and possibly related to the treatments. The non-serious events of warmth and insomnia were considered unexpected and possibly related to the treatments. Potential contributory factors include the previous filler treatments and the injection procedure. Potential contributory factors for the insomnia include the pain at the implant site. Serious criteria include the need for multiple medical interventions with drainage and antibiotics. The case meets the criteria for expedited reporting to the regulatory authorities. Additional information has been requested.

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2017 by a nurse via sales representative which refers to a female (B)(6). The patient's medical history included allergy to penicillin. The patient also told the nurse that she was being investigated for autoimmune diseases as morbus crohn and joint pains. Later, she told the physician that she has been under investigation for 7 years due to different immunological diseases and fever. The patient had previously received treatment with restylane skinbooster vital in chin and cheeks on (B)(6) 2017, restylane in marionette lines on (B)(6) 2017, and restylane skinbooster vital light in chin and cheeks on (B)(6) 2017. On (B)(6) 2017, the patient received treatment with unknown amount of restylane (lot unknown) to marionette lines with pix'l needle, and 1 ml restylane skinbooster vital light (lot unknown) to cheek and chin with unknown needle and unknown technique. 5 days later, on (B)(6) 2017, the patient contacts the nurse as she has become swollen(implant site swelling) and red(implant site erythema), and it feels like two lumps(implant site mass) on each side of the mouth. Based on the description the nurse perceive it as a possible infection(implant site infection) and contact the physician immediately. She starts treatment with dalacin [clindamycin hydrochloride] x 4 and prednisolone [prednisolone] 40 mg daily. On (B)(6) 2017 - the patient feels a bit better. On (B)(6) 2017, the patient stated that "the lumps has started to become red, warm(implant site warmth) and they feels like they are going to explode" she feels worse again. It turns out that she has only taken 20 mg prednisolone, so she increases the dose to 40 mg as prescribed by the physician. The nurse also tells her to take 800 ibux [ibuprofen] when going to bed. On (B)(6) 2017, the patient reported exploding pain (implant site pain), but the swelling was decreasing. On (B)(6) 2017, the patient stated that it hurts and that she had a bad night's sleep. In the evening the patient had contact with the nurse over the phone and they decided to meet. During the examination, the nurse found abscesses with pus(implant site abscess) bilaterally which she drained for pus by puncturing with a green needle 0.8 mm. Left side was not as "mature" as the right side. The nurse also injected hyalase [hyaluronidase]. It is very painful for the patient and the nurse gave her one oxynorm [oxycodone hydrochloride] 5 mg. On (B)(6) 2017, the patient met with the physician and the nurse at the clinic. The abscesses were drained bilaterally, and wash with saline solution. The patient got a new prescription with tramadol [tramadol] 100 mg, and dalacin was increased to double dose, 2 tablets x 4. The patient told the physician that she has been under investigation for seven years due to different immunological diseases and fever that 'comes and goes'. They agreed that the abscesses needed to be left alone, and decided to have a new check-up on (B)(6). On (B)(6) 2017, she had taken painkillers as agreed before the check-up. She had also applied emla cream [lidocaine][prilocaine]. The nurse cleaned the skin, and carefully puncture the skin with a somewhat rougher needle 1.2 ml. A lot of pus comes out on the left side. A culture was taken. Two injections were made and rinsed with saline afterwards. The procedure was repeated on the left side and some pressure was released. The patient had not been sleeping(insomnia) for the last 10 days, and she felt completely exhausted. She was prescribed imovane [zopiclone] 7.5 mg from the physician, which she has been using before. Follow up information received 20-dec-2017 from the nurse. The patient was doing much better. On (B)(6) 2017, the patient had a consultation with the physician. It is so "hard" on both sides that the physician choose to let the tissue be. The patient got a prescription for azitromax [azithromycin] that she should take 1 tablet each morning for 3 days until the result of the bacterial test comes. On (B)(6) 2017, the patient has a new consultation with the physician. The physician drains some on the right side, but wanted to await the result of the bacterial test, and asked the patient to continue with dalacin 1 tablet x 4. On (B)(6) 2017, the patient met the injecting nurse. The tissue was tense and she decided to inject hyalase bilaterally again. The result from the bacterial test arrived, and showed normal skin microbiome. The antibiotics were discontinued on (B)(6) 2017. On (B)(6) 2017, the patient came in for consultation again. It was clearly inflamed, red, warm and swollen on the right side. The physician was consulted and the patient started with dalacin x 4 and azitromax again. Pus was drained on the right side on (B)(6) 2017. The patient was still on dalacin and azitromax. On (B)(6) 2017, the patient looked good, just a little swelling on the right side. Pus was drained on the right side and the nurse injected hyalase. A new consultation was scheduled on (B)(6) 2017. Outcome at the time of the report: the events were recovering/ resolving. Tracking list: v.0 initial: v.1 fu received on (B)(6) 2017: case upgraded to serious based on the information received on 20-dec-2017. Added reporter details, additional corrective treatment including multiple drainage of the abscesses, patient recovering.

Manufacturer narrative:
Pharmacovigilance comment: the serious events of abscess and infection at the implant site were considered expected and possibly related to the treatments. Serious criteria included the need for multiple medical interventions with drainage and antibiotics. The non-serious events of swelling, erythema, mass and pain at the implant site were considered expected and possibly related to the treatments. The non-serious events of warmth and insomnia were considered unexpected and possibly related to the treatments. Potential contributory factors include the previous filler treatments and the injection procedure. Potential contributory factors for the insomnia include the pain at the implant site. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: in the IFU precaution section includes information that injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. No corrective or preventive action will be initiated. Manufacturer comment: all lots of galderma's hyaluronic acid filler products have been manufactured and released according to galderma uppsala quality management system and have not shown signals or trends in routine lot analysis. Exemption number: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-nov-2017 by a nurse via sales representative which refers to a female aged 48 years. The patient's medical history included allergy to penicillin. The patient also told the nurse that she was being investigated for autoimmune diseases as morbus crohn and joint pains. Later, she told the physician that she has been under investigation for 7 years due to different immunological diseases and fever. The patient had previously received treatment with restylane skinbooster vital in chin and cheeks on 19-oct-2017, restylane in marionette lines on 19-oct-2017, and restylane skinbooster vital light in chin and cheeks on 03-nov-2017. On 16-nov-2017, the patient received treatment with unknown amount of restylane lidocaine (lot 15059) to marionette lines with pix'l needle, and 1 ml restylane skinbooster vital light (lot unknown) to cheek and chin with unknown needle and unknown technique. 5 days later, on 21-nov-2017, the patient contacts the nurse as she has become swollen(implant site swelling) and red(implant site erythema), and it feels like two lumps(implant site mass) on each side of the mouth. Based on the description the nurse perceive it as a possible infection(implant site infection) and contact the physician immediately. She starts treatment with dalacin [clindamycin hydrochloride] x 4 and prednisolone [prednisolone] 40 mg daily. 22-nov-2017 - the patient feels a bit better. On 23-nov-2017, the patient stated that "the lumps has started to become red, warm(implant site warmth) and they feels like they are going to explode" she feels worse again. It turns out that she has only taken 20 mg prednisolone, so she increases the dose to 40 mg as prescribed by the physician. The nurse also tells her to take 800 ibux [ibuprofen] when going to bed. On 24-nov-2017, the patient reported exploding pain(implant site pain), but the swelling was decreasing. On 25-nov-2017, the patient stated that it hurts and that she had a bad night's sleep. In the evening the patient had contact with the nurse over the phone and they decided to meet. During the examination, the nurse found abscesses with pus(implant site abscess) bilaterally which she drained for pus by puncturing with a green needle 0.8 mm. Left side was not as "mature" as the right side. The nurse also injected hyalase [hyaluronidase]. It is very painful for the patient and the nurse gave her one oxynorm [oxycodone hydrochloride] 5 mg. On 26-nov-2017, the patient met with the physician and the nurse at the clinic. The abscesses were drained bilaterally, and wash with saline solution. The patient got a new prescription with tramadol [tramadol] 100 mg, and dalacin was increased to double dose, 2 tablets x 4. The patient told the physician that she has been under investigation for seven years due to different immunological diseases and fever that 'comes and goes'. They agreed that the abscesses needed to be left alone, and decided to have a new check-up on 28-nov. On 28-nov-2017, she had taken painkillers as agreed before the check-up. She had also applied emla cream [lidocaine][prilocaine]. The nurse cleaned the skin, and carefully puncture the skin with a somewhat rougher needle 1.2 ml. A lot of pus comes out on the left side. A culture was taken. Two injections were made and rinsed with saline afterwards. The procedure was repeated on the left side and some pressure was released. The patient had not been sleeping(insomnia) for the last 10 days, and she felt completely exhausted. She was prescribed imovane [zopiclone] 7.5 mg from the physician, which she has been using before. Follow up information received 20-dec-2017 from the nurse. The patient was doing much better. On 01-dec-2017, the patient had a consultation with the physician. It is so "hard" on both sides that the physician choose to let the tissue be. The patient got a prescription for azitromax [azithromycin] that she should take 1 tablet each morning for 3 days until the result of the bacterial test comes. On 04-dec-2017, the patient has a new consultation with the physician. The physician drains some on the right side, but wanted to await the result of the bacterial test, and asked the patient to continue with dalacin 1 tablet x 4. On 05-dec-2017, the patient met the injecting nurse. The tissue was tense and she decided to inject hyalase bilaterally again. The result from the bacterial test arrived, and showed normal skin microbiome. The antiobiotics were discontinued on 06-dec-2017. On 08-dec-2017, the patient came in for consultation again. It was clearly inflamed, red, warm and swollen on the right side. The physician was consulted and the patient started with dalacin x 4 and azitromax again. Pus was drained on the right side on 10-dec-2017 and 12-dec-2017. The patient was still on dalacin and azitromax. On 15-dec-2017, the patient looked good, just a little swelling on the right side. Pus was drained on the right side and the nurse injected hyalase. A new consultation was scheduled on 21-dec-2017. Follow up information received 06-feb-2018 from the nurse after several follow-up attempts. The nurse followed up with the patient every 1-3 days for 6 weeks, both consultations with physician/the nurse as well as ongoing communication with physician. As previously reported, there was no bacterial growth, but she reacted to restylane. It was a long treatment with antibiotic/prednisolone and hyalase, as well as drainage of pus over several weeks. Overall, the customer was satisfied and she thought that the follow-up had been really good. The patient is now completely recovered. Outcome at the time of the report: the events were recovered. Tracking list: v.0 initial v.1 fu received on 20-dec-2017: case upgraded to serious based on the information received on 20-dec-2017. Added reporter details, additional corrective treatment including multiple drainage of the abscesses, patient recovering. V.2 no new information has been obtained since the last report. Case was opened in order to prepare a final report. V.3 fu received on 06-feb-2017: patient recovered, lot number added and suspect product was updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-nov-2017 by a nurse via sales representative which refers to a female aged 48 years. The patient's medical history included allergy to penicillin. The patient also told the nurse that she was being investigated for autoimmune diseases as morbus crohn and joint pains. Later, she told the physician that she has been under investigation for 7 years due to different immunological diseases and fever. The patient had previously received treatment with restylane skinbooster vital in chin and cheeks on (B)(6) 2017, restylane in marionette lines on (B)(6) 2017, and restylane skinbooster vital light in chin and cheeks on (B)(6) 2017. On (B)(6) 2017, the patient received treatment with unknown amount of restylane lidocaine (lot 15059) to marionette lines with pix'l needle, and 1 ml restylane skinbooster vital light (lot unknown) to cheek and chin with unknown needle and unknown technique. 5 days later, on (B)(6) 2017, the patient contacts the nurse as she has become swollen(implant site swelling) and red(implant site erythema), and it feels like two lumps(implant site mass) on each side of the mouth. Based on the description the nurse perceive it as a possible infection(implant site infection) and contact the physician immediately. She starts treatment with dalacin [clindamycin hydrochloride] x 4 and prednisolone [prednisolone] 40 mg daily. (B)(6) 2017 - the patient feels a bit better. On (B)(6) 2017, the patient stated that "the lumps has started to become red, warm(implant site warmth) and they feels like they are going to explode" she feels worse again. It turns out that she has only taken 20 mg prednisolone, so she increases the dose to 40 mg as prescribed by the physician. The nurse also tells her to take 800 ibux [ibuprofen] when going to bed. On (B)(6) 2017, the patient reported exploding pain(implant site pain), but the swelling was decreasing. On (B)(6) 2017, the patient stated that it hurts and that she had a bad night's sleep. In the evening the patient had contact with the nurse over the phone and they decided to meet. During the examination, the nurse found abscesses with pus(implant site abscess) bilaterally which she drained for pus by puncturing with a green needle 0.8 mm. Left side was not as "mature" as the right side. The nurse also injected hyalase [hyaluronidase]. It is very painful for the patient and the nurse gave her one oxynorm [oxycodone hydrochloride] 5 mg. On (B)(6) 2017, the patient met with the physician and the nurse at the clinic. The abscesses were drained bilaterally, and wash with saline solution. The patient got a new prescription with tramadol [tramadol] 100 mg, and dalacin was increased to double dose, 2 tablets x 4. The patient told the physician that she has been under investigation for seven years due to different immunological diseases and fever that 'comes and goes'. They agreed that the abscesses needed to be left alone, and decided to have a new check-up on (B)(6). On (B)(6) 2017, she had taken painkillers as agreed before the check-up. She had also applied emla cream [lidocaine][prilocaine]. The nurse cleaned the skin, and carefully puncture the skin with a somewhat rougher needle 1.2 ml. A lot of pus comes out on the left side. A culture was taken. Two injections were made and rinsed with saline afterwards. The procedure was repeated on the left side and some pressure was released. The patient had not been sleeping(insomnia) for the last 10 days, and she felt completely exhausted. She was prescribed imovane [zopiclone] 7.5 mg from the physician, which she has been using before. Follow up information received (B)(6) 2017 from the nurse. The patient was doing much better. On (B)(6) 2017, the patient had a consultation with the physician. It is so "hard" on both sides that the physician choose to let the tissue be. The patient got a prescription for azitromax [azithromycin] that she should take 1 tablet each morning for 3 days until the result of the bacterial test comes. On (B)(6) 2017, the patient has a new consultation with the physician. The physician drains some on the right side, but wanted to await the result of the bacterial test, and asked the patient to continue with dalacin 1 tablet x 4. On (B)(6) 2017, the patient met the injecting nurse. The tissue was tense and she decided to inject hyalase bilaterally again. The result from the bacterial test arrived, and showed normal skin microbiome. The antiobiotics were discontinued on (B)(6) 2017. On (B)(6) 2017, the patient came in for consultation again. It was clearly inflamed, red, warm and swollen on the right side. The physician was consulted and the patient started with dalacin x 4 and azitromax again. Pus was drained on the right side on (B)(6) 2017 and (B)(6) 2017. The patient was still on dalacin and azitromax. On (B)(6) 2017, the patient looked good, just a little swelling on the right side. Pus was drained on the right side and the nurse injected hyalase. A new consultation was scheduled on (B)(6) 2017. Outcome at the time of the report: the events were recovered. Tracking list: v.0 initial v.1 fu received on 20-dec-2017: case upgraded to serious based on the information received on 20-dec-2017. Added reporter details, additional corrective treatment including multiple drainage of the abscesses, patient recovering. V.2 no new information has been obtained since the last report. Case was opened in order to prepare a final report.

Manufacturer narrative:
(B)(64 fu 2 had been incorrectly submited as an importer report . This foreign report should have been submitted only as a manufacturer report fu2. This submission of fu2 will correct the sequence of the submission report.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-nov-2017 by a nurse via sales representative which refers to a female aged 48 years. The patient's medical history included allergy to penicillin. The patient also told the nurse that she was being investigated for autoimmune diseases as morbus crohn and joint pains. Later, she told the physician that she has been under investigation for 7 years due to different immunological diseases and fever. The patient had previously received treatment with restylane skinbooster vital in chin and cheeks on 19-oct-2017, restylane in marionette lines on (B)(6) 2017, and restylane skinbooster vital light in chin and cheeks on (B)(6) 2017. On (B)(6) 2017, the patient received treatment with unknown amount of restylane lidocaine (lot 15059) to marionette lines with pix'l needle, and 1 ml restylane skinbooster vital light (lot unknown) to cheek and chin with unknown needle and unknown technique. 5 days later, on (B)(6) 2017, the patient contacts the nurse as she has become swollen(implant site swelling) and red(implant site erythema), and it feels like two lumps(implant site mass) on each side of the mouth. Based on the description the nurse perceive it as a possible infection(implant site infection) and contact the physician immediately. She starts treatment with dalacin [clindamycin hydrochloride] x 4 and prednisolone [prednisolone] 40 mg daily. (B)(6) 2017 - the patient feels a bit better. On (B)(6) 2017, the patient stated that "the lumps has started to become red, warm(implant site warmth) and they feels like they are going to explode" she feels worse again. It turns out that she has only taken 20 mg prednisolone, so she increases the dose to 40 mg as prescribed by the physician. The nurse also tells her to take 800 ibux [ibuprofen] when going to bed. On (B)(6) 2017, the patient reported exploding pain(implant site pain), but the swelling was decreasing. On (B)(6) 2017, the patient stated that it hurts and that she had a bad night's sleep. In the evening the patient had contact with the nurse over the phone and they decided to meet. During the examination, the nurse found abscesses with pus(implant site abscess) bilaterally which she drained for pus by puncturing with a green needle 0.8 mm. Left side was not as "mature" as the right side. The nurse also injected hyalase [hyaluronidase]. It is very painful for the patient and the nurse gave her one oxynorm [oxycodone hydrochloride] 5 mg. On (B)(6) 2017, the patient met with the physician and the nurse at the clinic. The abscesses were drained bilaterally, and wash with saline solution. The patient got a new prescription with tramadol [tramadol] 100 mg, and dalacin was increased to double dose, 2 tablets x 4. The patient told the physician that she has been under investigation for seven years due to different immunological diseases and fever that 'comes and goes'. They agreed that the abscesses needed to be left alone, and decided to have a new check-up on 28-nov. On (B)(6) 2017, she had taken painkillers as agreed before the check-up. She had also applied emla cream [lidocaine][prilocaine]. The nurse cleaned the skin, and carefully puncture the skin with a somewhat rougher needle 1.2 ml. A lot of pus comes out on the left side. A culture was taken. Two injections were made and rinsed with saline afterwards. The procedure was repeated on the left side and some pressure was released. The patient had not been sleeping(insomnia) for the last 10 days, and she felt completely exhausted. She was prescribed imovane [zopiclone] 7.5 mg from the physician, which she has been using before. Follow up information received 20-dec-2017 from the nurse. The patient was doing much better. On (B)(6) 2017, the patient had a consultation with the physician. It is so "hard" on both sides that the physician choose to let the tissue be. The patient got a prescription for azitromax [azithromycin] that she should take 1 tablet each morning for 3 days until the result of the bacterial test comes. On (B)(6) 2017, the patient has a new consultation with the physician. The physician drains some on the right side, but wanted to await the result of the bacterial test, and asked the patient to continue with dalacin 1 tablet x 4. On (B)(6) 2017, the patient met the injecting nurse. The tissue was tense and she decided to inject hyalase bilaterally again. The result from the bacterial test arrived, and showed normal skin microbiome. The antiobiotics were discontinued on (B)(6) 2017. On (B)(6) 2017, the patient came in for consultation again. It was clearly inflamed, red, warm and swollen on the right side. The physician was consulted and the patient started with dalacin x 4 and azitromax again. Pus was drained on the right side on (B)(6) 2017 and (B)(6) 2017. The patient was still on dalacin and azitromax. On (B)(6) 2017, the patient looked good, just a little swelling on the right side. Pus was drained on the right side and the nurse injected hyalase. A new consultation was scheduled on (B)(6) 2017. Follow up information received 06-feb-2018 from the nurse after several follow-up attempts. The nurse followed up with the patient every 1-3 days for 6 weeks, both consultations with physician/the nurse as well as ongoing communication with physician. As previously reported, there was no bacterial growth, but she reacted to restylane. It was a long treatment with antibiotic/prednisolone and hyalase, as well as drainage of pus over several weeks. Overall, the customer was satisfied and she thought that the follow-up had been really good. The patient is now completely recovered. Outcome at the time of the report: the events were recovered. Tracking list: v.0 initial. V.1 fu received on 20-dec-2017: case upgraded to serious based on the information received on 20-dec-2017. Added reporter details, additional corrective treatment including multiple drainage of the abscesses, patient recovering. V.2 no new information has been obtained since the last report. Case was opened in order to prepare a final report. V.3 fu received on 06-feb-2017: patient recovered, lot number added and suspect product was updated.

Manufacturer narrative:
Correction to follow-up report. After review of this report, it was discovered that it was initially reported with errors. In the follow-up report, the report numbers for the MFR and importer had been transposed. The MFR reporting number has been appropriately updated, and the importer number has been removed due to the report being foreign. It was also identified the first follow-up was reported as follow-up 2 when in fact it was only follow up 1. These corrections have been made in this report. Pharmacovigilance comment: the serious events of abscess and infection at the implant site were considered expected and possibly related to the treatments. Serious criteria included the need for multiple medical interventions with drainage and antibiotics. The non-serious events of swelling, erythema, mass and pain at the implant site were considered expected and possibly related to the treatments. The non-serious events of warmth and insomnia were considered unexpected and possibly related to the treatments. Potential contributory factors include the previous filler treatments and the injection procedure. Potential contributory factors for the insomnia include the pain at the implant site. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: in the IFU precaution section includes information that injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. No corrective or preventive action will be initiated. Manufacturer comment: all lots of galderma's hyaluronic acid filler products have been manufactured and released according to galderma uppsala quality management system and have not shown signals or trends in routine lot analysis. Exemption number: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005.